Event description:
The customer reported that the blade would not advance during the case. There was no injury to the pt. The device was returned for inspection and it was discovered that the webbing is protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.